Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found optic and haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -08.00 diopter into the patient's right eye (od) on (B)(6) 2020. Reportedly, patient was dissatisfied with quality of vision. On (B)(6) 2020 the was removed and exchanged for with a same length toric lens. This resolved the problem. Cause of the event is reported as patient-related factor. Reportedly, "patient was dissatisfied with the quality of vision after implant. It is not refractive surprise."

Manufacturer narrative:
Additional information: h6-investigation code 4110- a lens work order search was performed. No similar complaint event(s) within associated lots were found. Claim# (B)(4).